Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that after multiple deployment attempts, the physician was unable to successfully implant the leadless implantable pulse generator (ipg). A new leadless implantable pulse generator (ipg) system was used and successfully implanted. No patient complications have been reported as a result of this event.